Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove the device was not confirmed/tested as not all components were returned for analysis and the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a prostyle device after a coronary angiogram procedure using a 6f sheath. Reportedly, when attempting to remove the device, it got stuck. A vascular surgeon was called. After 20 minutes of careful manipulation by the surgeon, the prostyle was removed without intervention and the prostyle suture was used successfully to achieve hemostasis. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.